Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, staple line bleeding was observed where multiple blue and white sureform 60 reloads were used. It was reported that the staple lines bled where seven sureform 60 reloads (5 blue, 2 white) were fired and required intervention. The bleeding was noted to be brisk, and some pulsatile at certain staple lines. The staple lines were over sutured to address the bleeding. There were no errors or complications during the firing sequence. The estimated blood loss was negligible. The patient did not have a history of a bleeding disorder. The surgeon also performed a cholecystectomy during the same procedure, and the liver did not bleed. Due to the staple line bleeding requiring intervention, additional surgical time was added to the procedure which was completed robotically. The patient is recovering well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A staple log review revealed a sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (5 blue, followed by 2 white). On each install, the first clamp was successful, and the firings were completed with no pauses for compression. After the 7th install, the stapler was removed and not used in the procedure again. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-25920 for MDR submission of the same event reported against a white sureform 60 reload.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected.